Event description:
It was reported that there was an issue with the cutting loop of the device broke off during surgery. According to the complaint description the breakage of the device was recognized during a intrauterin resektionshysteroskopie. The broken pece fell in situ and need to be searched for a longer time period. Therefore the surgery was prolonged. The exact amount of prolongation is not known. There was not patient harm reported.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).